Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle with the procedural sheath being engaged to the handle with the procedural sheath being pulled back against the shuttle handle. The sealant was separated into two pieces. The distal sealant (grip tip) was stuck to the polyimide shaft located 156mm from the balloon proximal tip. The proximal sealant segment was located inside the distal end of the shuttle cartridge side. Blood was observed on the outer surface of sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge, tamps locks and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1331603) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed the probable cause for the failure to deploy and reported hematoma could not be conclusively determined.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the femoral head. A pre-procedure femoral angiogram showed the vessel size to be between 5-7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician shuttled down the green handle on the device until he reached a definitive stop. As the sheath was pulled up the physician noticed that the sealant had not been deployed. A hematoma less than 6cm in size formed. The physician aborted the procedure and held manual pressure for 20 minutes at which time the hematoma was resolved. The pt was ambulated and discharged to home the same dat with no clinical sequela noted.